Event description:
It was reported that after a port placement procedure, the port allegedly could not be flushed. It was further reported that the catheter was noted to be ruptured and migrated to the atrium. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one low-profile titanium port with a groshong catheter in two segments were received. Four electronic photos were provided for review. Gross visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported fracture, material separation and the identified naturally worn, deformation due to compressive stress as a partial break was noted to the catheter within and just distal to the distal end of the cath-lock and two circumferential splits were noted to the proximal catheter segment approximately 8mm and 1.0cm from the distal end of the cath-lock and the photo also confirms the same. A complete compound break was noted approximately 2.2cm from the distal end of the cath-lock. Two circumferential splits were noted approximately 1.3cm and 2.5cm from the proximal end of the distal segment catheter. The edges of the compound break noted to be rounded and furthermore the split in the catheter appeared deformed. However, the investigation is inconclusive for the reported difficult to flush and migration as the exact circumstances at the time of the reported event are unknown. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 02/2012), g3, h6 (method). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 02/2012).

Event description:
It was reported that after a port placement procedure, the port allegedly could not be flushed. It was further reported that the catheter was noted to be ruptured, detached and migrated to the atrium. The current status of the patient is unknown.